Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they met with their rep today and was told to call for a new recharger. Patient stated they charge the implanted neurostimulator every morning for an hour and then sometime later it will show that implant has no charge and the little red triangle will come up. Patient service specialist walked patient through checking the equipment for damage. Patient confirmed there is no visible damage to the recharger or the controller port. Patient started a charging session and saw controller 100% and implant 30% recharging excellent. Patient stated "this" happens every day and sometimes goes to 50 -60% but now "it doesn't do that anymore". (Agent understood this as implant battery is depleting quickly). Agent reviewed implant battery depletion is based off of settings and usage of the therapy. Agent sent email to rep for visibility. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address implant battery depletion. Rep noted they were not able to interrogate the device because it wasn't charged, was at 0%, and was explaining the charging to her and she said to me that something had to be broken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was the patient was charging incorrectly. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.